Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken cable was identified on a pk dissecting forceps instrument. No fragments fell into the patient. There was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a frayed pitch cable at the distal clevis hub. There was no damage at the clevis. Failure analysis also observed various scratch mark at the distal end of the main tube with light material removal. The scratch was short in length and not axially aligned with the tube. No other damage was found. Failure analysis also observed an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the indentation was likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken cable could likely cause or contribute to an adverse event, if the malfunction were to recur.